Manufacturer narrative:
This lead is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited loss of capture at maximum outputs. It was found the lead had perforated the heart wall. This lead was successfully explanted and replaced with a passive fixation lead. There were no additional adverse patient effect reported.